Manufacturer narrative:
The reported event of wispy thread seen at the rv lead tip was confirmed. Photos provided from the field indicated that a fiber was noted at the distal tip. As received, a product was returned in its original packaging box. After opening, the inner tray sterile packaging was opened. Visual inspection found unknown fiber at the distal tip same as the fiber in the photo provided from the field and was able to be removed from the lead. The cause of the fiber foreign material was likely due to manufacturing.

Event description:
It was reported, prior to opening the right ventricular (rv) lead sterile packaging, a small unusual looking wispy thread was seen at the rv lead tip. The rv lead was not used.